Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. All connections on the unit were cleaned and reset to resolve the reported issue. (B)(6). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. All connections on the unit were cleaned and reset to resolve the reported issue. (B)(6).

Event description:
The hospital reported a malfunction resulting in a system shutdown. There was no patient involvement.